Manufacturer narrative:
Follow-up #1 (B)(4) device evaluation: a reserved sample from the same lot number was tested and evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection of the cartridge was performed with no damage or defects noted. A leak, force and fill test was performed with no failures. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. Additional information was included: the patient experienced air bubbles in the cartridge due to use error. The patient was using the incorrect fill technique. A retain cartridge was pulled with the noted results investigation above.

Event description:
On (B)(6) 2013, the reporter contacted animas stating the patient experienced blood glucose (bg) measurements in the 300mg/dl range with moderate ketones and was mildly thirsty. The reporter stated that she and the patient have been having intermittent issues with air bubbles in the tubing and that the patient's bgs have been running high because of this issue. Customer support (cs) reviewed the patient's technique and reporter's and noted air bubbles were being inserted in the insulin and not in the air space. This complaint is being reported because the patient experienced a hypoglycemic event while using insulin pump therapy. Use error contributed to reported bg event due to an incorrect technique that was used when removing air bubbles from the cartridge and tubing.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The patient experienced a hyperglycemic event while using insulin pump therapy.

Event description:
The patient experienced a hyperglycemic event while using insulin pump therapy.